Event description:
It was reported that the implantable pulse generator (ipg) was suspected of premature battery depletion. The ipg was explanted, replaced and returned. It was also noted that the atrial lead showed undersensing. The patient has "permanent atrial fibrillation." The atrial lead was capped and the patient's system was also downgraded to a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2008-04-18 explanted: 2013 (B)(6). (B)(4).